Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected symptomatic patient sample twice from the same patient using two different swabs on (B)(6) 2021. Sample 1 was ruhoff media with an np swab on (B)(6) 2021 with the xpert xpress sars-cov-2, reagent lot 15702, producing result of sars-cov-2 positive. Sample 2 was the copan np swab on (B)(6) 2021 with the xpert xpress sars-cov-2/flu/rsv, reagent lot 02130, producing results of sars-cov-2 negative/flu a negative/flu b negative/rsv negative. Results of the sars-cov-2/flu/rsv assay were reported to the physician due to the customer not currently using the standalone cartridge for patient testing.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected symptomatic patient sample twice from the same patient using two different swabs on (B)(6) 2021. Sample 1 was ruhoff media with an np swab on (B)(6) 2021 with the xpert xpress sars-cov-2, reagent lot 15702, producing result of sars-cov-2 positive. Sample 2 was the copan np swab on (B)(6) 2021 with the xpert xpress sars-cov-2/flu/rsv, reagent lot 02130, producing results of sars-cov-2 negative/flu a negative/flu b negative/rsv negative. Results of the the xpert xpress sars-cov-2/flu/rsv assay were reported to the physician due to the customer not currently using the standalone cartridge for patient testing. Cepheid's patient safety board reviewed the data provided by the customer. The ruhoff swab tested weakly positive with n2 late CT value , while copan swab tested negative by xpert xpress sars-cov-2/flu/rsv but some fluorescence detected. No evidence of product malfunction. Negative results from xpert xpress sars-cov-2/flu/rsv was reported to clinician. According to customer there was no known harm to patient. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.